Manufacturer narrative:
It was reported that syringe plunger becomes "stuck" when injecting. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Four (4) boxes of unused product was returned for evaluation and fifty (50) randomly chosen samples were subjected to visual and functional inspection. No visual defects were observed and functional testing identified no plunger-related issues with drawing and pushing out water from the samples. The reported problem/issue was unable to be reproduced or confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that syringe plunger becomes "stuck" when injecting.